Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing an issue with wound healing at the ipg site from the original implant. The patient underwent surgical intervention on (B)(6) 2018 where the ipg pocket was relocated and the ipg was removed and replaced. The physician cleaned the previous ipg pocket site and prescribed the patient antibiotics. It is unknown if cultures were obtained. Postoperatively, therapy was resumed.